Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a unspecified bd needleless connector there was leaking. Report 2 of 2. The following was received from the initial reporter: we were notified today of a couple of in-patient units having instances of excessive leaking during chemo and veletri administrations when connecting to max zero and max plus connectors.

Manufacturer narrative:
Investigation summary due to no material, batch, or sample being received, investigation could not be performed, and the production records could not be evaluated. It was reported by customer that they were having instances of excessive leaking during chemo and veletri administrations when connecting to max zero and max plus connectors could not be verified, and the root cause remains unknown. Due to no material, batch, or sample being received, DHR could not be performed, and the production records could not be evaluated. This complaint of leakage could not be verified, and the root cause remains unknown.

Event description:
It was reported while using a unspecificed bd needleless connector there was leaking. Report 2 of 2. The following was received from the initial reporter: we were notified today of a couple of in-patient units having instances of excessive leaking during chemo and veletri administrations when connecting to max zero and max plus connectors.